Event description:
Clinical trial. It was reported that 1278 days following a coronary artery drug eluting stenting treatment procedure, the patient developed acute coronary syndrome. The initial procedure treated the 2.5x18mm, 80% stenosed 2nd obtuse marginal (om2). Treatment consisted of predilation and placement of a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. The patient returned on day 1278 with acute coronary syndrome requiring hospitalization. The patient was treated medically and the event was reported to be resolved with no residual effects on day 1280. The investigator assessed this event as possibly related to the study device. Additional information has been requested, but has not been received.

Event description:
(B) (4). It was reported that 1278 days following a coronary artery drug eluting stenting treatment procedure, the patient developed acute coronary syndrome. The initial procedure treated the 2.5x18mm, 80% stenosed 2nd obtuse marginal (om2). Treatment consisted of predilation and placement of a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. The patient returned on day 1278 with acute coronary syndrome requiring hospitalization. The patient was treated medically and the event was reported to be resolved with no residual effects on day 1280. The investigator assessed this event as possibly related to the study device. Additional information has been requested, but has not been received. Additional information received indicated that at the time of the event, the patient presented with chest pain. On admission, "clinical examination was unremarkable. ECG showed old right bundle branch block with no acute ischemic changes. Initial troponin t <0.03." No alterations to the patients medications were made and the patient was discharged.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its metrial, assembly and product specification at the time of release to distribution. The most probable root cause of this event is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.

Manufacturer narrative:
(B) (4)